Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/23/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother reported that the patient had a dark black mark on their abdomen, located under the adhesive. As of (B)(6) 2016, the patient still had the mark and would be discussing with their doctor at a regularly scheduled appointment on (B)(6) 2017. Additional event or patient information was not provided.